Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4), submitted for adverse event which occurred on (B)(6) 2012. (B)(4), submitted for adverse event which occurred on (B)(6) 2011.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent removal of mesh and recurrent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient experienced severe pain, nausea, inflammation, loss of appetite, weakness, stress and anxiety. It was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2012. Other procedure is captured in a separate file.

Manufacturer narrative:
Product complaint # (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Date sent to the FDA: 3/17/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.